Event description:
An l-cath kit was opened and the catheter placed. Immediately, the clinician noted the catheter was a single lumen than a dual lumen as the outer kit label stated. The catheter was removed at this time with no patient injury or harm.